Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular lead was attempted to be implanted but the physician was not able to position the lead. The lead was not used. No patient complications have been reported as a result of this event.